Manufacturer narrative:
Visual examination found that the device was returned without the cap and blue stem, which had detached per the complaint report. Further examination under magnification found the ultrasonic weld was apparent on only one side fo the manifold; indicating the possibility of a weak weld joint. A 30cc syringe filled with water was attached to the complaint sample manifold in order to verify any leakages. No leak or infuse of fluid was observed through testing. The root cause of the weld issue is not definitively known but most likely a manufacturing assembly error. The reported complaint condition of leaked infusate could not be duplicated. It is possible the nurse attempted to connect and infuse the medication prior to observing the missing cap and stem; thereby creating the leakages. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
Follow up on the patient found that as of (B)(6) 2015 the patient was still in-patient in the cvicu and is convalescing as expected.

Event description:
The distributor reported an issue encountered by their customer while using the model 9520. They reported that during the evening shift, the port most proximal to the side from the patient was found to be broken. The report said the blue valve had come out which allowed the medication to flow from the port instead of to the patient. The patient was a post-cardiac surgery infant (exact age not provided) who was receiving vasoactive medications (vasopressin, milrinone and heparin) infusing to a 4fr single lumen broviac in the right saphenous vein of the patient when the alleged device malfunction occurred. It was reported that the rn was connecting another medication to the manifold when she heard a "pop" sound and saw the blue valve was not in place as expected. There was no blood loss reported. The report stated that as a result of the alleged event, the patient became severely hypotensive and experienced myocardial ischemia, presumably to acute interruption of vasopressin infusion. It was reported that the patient received several code drugs (calcium chloride, sodium bicarbonate, and epinephrine) and fluid boluses to raise the bp and improve cardiac output. Norepinephrine and epinephrine infusions were started, and the patient was paced using epicardial wires. They reported the patient was stabilized after about two hours. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.